Event description:
Healthcare professional reported ¿intracapsular rupture confirmed via mammogram¿. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ¿intracapsular rupture confirmed via mammogram¿. This record is for the right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed a broken assessed as an unidentified (tear) opening. As per the investigation procedure, creases and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., d.6b., h.6.

Event description:
Healthcare professional reported, "intracapsular rupture confirmed via mammogram". This record is for the right side. The device has been explanted.